Event description:
It was reported that the patient had a revision for one of his leads. It was also reported that the impedances on the lead that was not revised were low. The impedance between electrodes 1 and 4 was <(> <<)>50 ohms and the impedance between electrodes 6 and 7 was 66 ohms. It was noted that electrodes 1 and 4 were not used in the patient's programming. Impedances were checked the next morning and were all within normal ranges. The patient received adequate stimulation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model: 3777-45, lot #: v748427036, implanted: (B)(6) 2011, explanted: na; lead model: 3777-45, lot #: v750130027, implanted: (B)(6) 2011, explanted: na; extension model: 3708160, serial #: (B)(4), implanted: (B)(6) 2011, explanted: na; extension model: 3708160, serial #: (B)(4), implanted: (B)(6) 2011, explanted: na; anchor model: 3550-39, lot #: n280182, implanted: (B)(6) 2011, explanted: na; programmer model: 37743, serial #: (B)(4); recharger model: 37752, serial #: (B)(4).